Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that her sensor and insulin pump was removed at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-80827.